Event description:
It was reported that ongoing altitude alarms occurred. There was no reported impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.